Event description:
It was reported that the patient had inadequate pain relief and experienced difficulty charging the implantable pulse generator (ipg) as the pocket site was too deep. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.